Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had rejected new battery. The blood glucose level of the customer was unknown. The customer also stated that the insulin pump was louder than usual on rewind. The insulin pump will return for analysis.